Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the tip separated and was left in the pt. There was a delay in treatment with no pt death reported. No add'l info is available.